Manufacturer narrative:
G3 : aware date used as date of analysis performed date as the event is reported based on evaluation findings. H3: product analysis :evaluation could not able to perform an incoming temperature test due to the distal bearing is detached. It was also noted that most of the components were corroded, like the collet carrier, both shafts, bearings and washers, the laser markings are faded, color ring is scored. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use the device was over heating. It was reported there was no patient involvement.